Manufacturer narrative:
The lot number is unknown. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6)2010, the patient was implanted with an scs system. On (B)(6)2010, it was reported that the patient complained of discomfort at the lead site during pacing. The lead was explanted and replaced. The patient is currently doing well.